Event description:
This case qualifies as an adverse event. Patient reported to the ER with an inr = 8.6 with a massive intracranial bleed. The patient expired in 2007.

Manufacturer narrative:
Customer's readings were historically low. In 2007, a second machine values on 1.6 through our internal lab. The patient began reporting machine values from home. The following values were reported to our clinic by the patient: seventeen days later-1.5, the following month-1.6, six days later-1.7, the same day-1.7, the same day-2.0. On the day prior to original date, the patient was taking 7 mg qd with an internal inr value of 2.2. On the following month, the patient was taking 12 mg qd. This case qualifies as an adverse event: five days later, the patient reported to the ER with an inr = 8.6 with a massive intracranial bleed. The patient expired on the next day. Made several attempts and is still waiting for information regarding meter serial number and strip lot number used.